Manufacturer narrative:
A single-use cassette had been reused in this procedure. Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported anterior chamber fluctuation during the phaco procedure, and a posterior capsule rupture occurred. A strong surge occurred, when the last piece of nucleus was phacoemulsified, and the chopper ruptured the capsule. An anterior vitrectomy was performed and the iol was implanted as planned. The used cassette was discarded by the customer. The patient outcome has not been reported. Additional information has been requested.